Event description:
It was reported that, "the doctor used the 1/8 inch peg drill to make cement holes on the sclerotic bone of the proximal tibia. The drill broke as the doctor drilled the holes."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.